Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. Noted on the sheet is "revised for instability." A shell, two screws, mdm metal liner, adm/ mdm poly insert, and pca femoral head were implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. Noted on the sheet is "revised for instability." A shell, two screws, mdm metal liner, adm/ mdm poly insert, and pca femoral head were implanted.